Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that multiple patients were not crossing over to multiple stations. The technical support specialist (tss) restarted the services to resolve the error unable to access pes and found that sql services were stopped on both the iis and db servers and connected and manually started each service. Tss verified that pes was accessible while etl was catching up and proceeded to close the case. The system functioned as intended after the technical support specialist troubleshoot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, had multiple patients are not crossed over multiple station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.